Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the values seem way off from what they used to be. The device was not changed out, as the customer was using an abbott I-stat as a comparison. The surgical procedure was completed successfully, and there were no delays, no blood loss or adverse consequences to the pt.

Manufacturer narrative:
The customer is not exactly sure what the issue was and was returning to perfusion staff for clarification. The customer wants to compare results from all units and lab blood gas machine. The customer had a loaner on-site at the time of the call.